Event description:
It was reported by the customer that the device is erratic. F/u request for problem description clarification resulted in no clarification available. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.